Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 05/22/2017 with the following findings: the recorded total daily doses of insulin added up correctly and reflected the user¿s programmed basal rates. The last basal delivery was on (B)(6) 2017. The keypad was intact, and all of the keypad buttons were normally responsive. An unrelated failure prevented the pump from being fully investigated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 531 mg/dl with moderate ketones and excessive urination. No additional information was given and troubleshooting could not be completed. An unknown device malfunction was alleged. This complaint is being reported because the reported health event was attributed to an unknown device malfunction.